Event description:
It was reported that on (B)(6) 2022, after balloon puncture, the balloon failed to perform counterpulsation, the machine alarm f requently, the iabp balloon was replaced according to the doctor's judgment". Patient condition reported as "fine". Additional information has been requested to the customer but no response received at this time.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that on (B)(6) 2022, after balloon puncture, the balloon failed to perform counterpulsation, the machine alarm f requently, the iabp balloon was replaced according to the doctor's judgment". Patient condition reported as "fine". Additional information has been requested to the customer but no response received at this time.

Manufacturer narrative:
(B)(4). The reported complaint of iab would not inflate completely is not confirmed. Sample was returned for investigation. No serial number was reported. The serial number on the returned sample is (B)(6). The lot number recorded on the complaint report matches the lot number on the returned original packaging box and for the returned sample. Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging box. Returned with the sample and connected to the iabc short driveline tubing was supplied data-scope inflation driveline tubing; no damage or abnormalities were noted to the returned inflation driveline tubing. Upon return, the peel away sheath was noted connected to the hemostasis cuff. The supplied long arterial pressure tubing was noted connected to the iabc luer; clear fluid was noted within the ap tubing. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. A slight bend to the iabc central lumen was noted at approximately 17cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0054in-0.0061in and was within specification of internal process documents. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to internal quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from internal manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp with a lab-inventory 30cc inflation driveline tubing. The iabc was inserted into the "t" tube and 75mmhg backpressure was applied. The iabc was pumped for a minimum of 30 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The bladder was fully intact with no abnormalities noted. No alarms were noted during the functional test. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Corrected data: in section g. All manufacturers under report source, checked "foriegn" as complaint originated in china.